Event description:
(B)(6) - the consumer reported that the ranger power wheelchair was running, and suddenly started slowing down and stopped functioning. The customer was unable to provide the model and serial numbers. There was no injury reported.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model ranger, serial number/date code is unknown. The owner's manual part number 1143151, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.